Manufacturer narrative:
The device was returned for analysis. Visual inspection found rust color under ring 3 proximal seal and under ring 2 & 3 electrodes. Dried body fluid found on the handle, main body tubing, distal end. Dried saline found on the distal end and inside the irrigation ports. Continuity checks with manipulation of the shaft revealed no electrical opens or shorts as checked manually using a multi-meter and breakout box. All electrodes, sensor and thermocouple resistances measured in spec and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Temperature testing was performed. The device was connected to a maestro 4000 to measure tip temperature. During 5 minutes at room temperature (23.0c), the maestro displayed 23c. After soaking 5 minutes in a tank of 37.0c saline, the maestro displayed 37c. Ablation was verified by using a maestro generator 4000, a metriq pump, and a tank of 37c saline solution. The device was found within specifications with no error codes, warnings or alarms occurring during three ablations. The pump was left running for 2 hours at 30ml/min and then the ablation test was repeated. The device was found within specifications with no error codes, warnings or alarms occurring during three ablations. The ring electrodes were removed. For rings 2 & 3, both seals remained intact to the tubing suggesting poor adhesive bonds to the electrodes. Rust color found under rings 2 & 3, and inside their wire feedthrough holes. Both wires separated very easily from the electrode ankle joints due to corrosion. Both ring 1 seals appeared typical after it was removed and had no rust color or other signs of corrosion. The main body tubing was dissected at the distal end. Dried saline was found throughout the distal end.

Event description:
Reportable based on device analysis completed on 14feb2019. It was reported that the catheter temperature was higher than expected. During an atrial fibrillation (af) ablation procedure, following a noise issue encountered with a intellanav mifi open-irrigated ablation catheter the catheter was replaced with another intellanav mifi open-irrigated ablation catheter. After about 45 minutes while maneuvering the catheter around the chamber they noticed high temperatures readings on the ablation generator everywhere in the chamber, even complete opposite sides of the chamber that they had not ablated. They attempted to restart the ablation generator and pump as well as check all connections and change the cable. None of that resolved the issue. In the end, they switched out the catheter for a new catheter and this resolved the high temperature readings and they were able to successfully complete the case with no adverse affects to the patient. However, returned device analysis revealed fluid ingress.